Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that one day following the implant of the trail device, the could not move the toes on her left foot where the ipg was targeting her pain. The trial leads were removed and it was decided that the patient would not move forward with the ipg implant procedure. No other action was taken to treat the patient.

Event description:
A report was received that one day following the implant of the trail device, the patient could not move toes on her left foot where the lead was targeting her pain. The trial lead was removed and it was decided that the patient would not move forward with the ipg implant procedure. No other action was taken to treat the patient.

Manufacturer narrative:
Correction: d1, d2, d4 and h4. Additional information: d4 and h4. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. H3 other text : device has not been returned.

Manufacturer narrative:
Additional information: as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that one day following the implant of the trail device, the could not move the toes on her left foot where the ipg was targeting her pain. The trial leads were removed and it was decided that the patient would not move forward with the ipg implant procedure. No other action was taken to treat the patient.